Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experiences warmth while charging implantable neurostimulator (ins). A couple months later the manufacturer's representative (rep) reported the consumer experienced warmth when recharging with the antenna on the skin. To improve this the consumer was allowed to let the battery run down longer between recharges and put a lay between the antenna and their skin which seemed to help with the heat, but the integrity of the skin/incision still wasn¿t normal. The cause of the warmth during recharging was not specifically identified. Due to this and a fear of infection a pocket revision was scheduled with possible explant. This took place and cultures were taken once the pocket was opened. Culture results were negative for an infection, but due to the issues recharging the rechargeable device was replaced with a non-rechargeable device and reimpalnted using a tyrx pouch. To date, the pocket had healed very well and the patient was back on regular settings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is an estimated date. Additional review indicates that information regarding the burn, inflammation, irritation and discharge was already reported manufacturer's report (#3004209178-2020-10774). Any additional information regarding this event will be submitted as a supplemental submission to this manufacturer's report (#3004209178-2020-12680). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experiences warmth while charging implantable neurostimulator (ins). The patient had inflammation, irritation, and discharge around the ins site. The issue started two weeks ago and had progressed. The caller was wondering if recharging had something to do with this and states the patient's coupling is "perfect". The caller used sticky patches and placed them directly on the skin. They charge daily due to having high settings. They noticed heating or increase in heating of the recharger about a month ago. The nurse practitioner stated the patient's skin looked like a burn on the incision. The patient was going to get tests completed to rule out an infection. Additional information was received on 2020-jun-19 stating the labs on the consumer came back negative for an infection in the pocket. It was noted a tyrx pouch was used as well. A couple months later, the manufacturer's representative (rep) reported the consumer experienced warmth when recharging with the antenna on the skin. To improve this the consumer was allowed to let the battery run down longer between recharges and put a lay between the antenna and their skin which seemed to help with the heat, but the integrity of the skin/incision still wasn¿t normal. The cause of the warmth during recharging was not specifically identified. Due to this and a fear of infection a pocket revision was scheduled with possible explant. This took place and cultures were taken once the pocket was opened. Culture results were negative for an infection, but due to the issues recharging the rechargeable device was replaced with a non-rechargeable device and reimplanted using a tyrx pouch. To date, the pocket had healed very well and the patient was back on regular settings.